Manufacturer narrative:
The device was returned for analysis. The reported guide break was confirmed. Device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The patient effects of hemorrhage and vascular injury (tissue damage) are listed in the electronic perclose prostyle instructions for use (IFU) as potential adverse events of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effects for potential adverse events. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right common femoral artery (rcfa) using a prostyle device after a peripheral intervention procedure using a 6fr sheath. Reportedly, the sutures of the proslyle device were deployed; however, resistance was felt when removing the device from the patient anatomy, causing vessel damage. Prior to removal an angiogram was performed which showed the guide was separated where black and silver parts meet. A nick and spread was done and forceps were used to remove the prostyle device. Manual compression was applied for 45 minutes; however, bleeding continued. A contralateral approach through the left groin was done to balloon the rcfa; however, was unsuccessful. A covered stent was then placed to stop the bleeding and repair the vessel damage. There was a reported clinically significant delay in the procedure caused by the device. No additional information was provided.